Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for an unspecified diagnostic procedure, the camera head presented and image problem with video output glitchy thinking. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and due to correction. Updated fields: b5, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video output is glitchy thinking was due to a faulty ccd unit. The cause for the newly identified malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for an unspecified diagnostic procedure, the camera head presented and image problem with video output glitch thinking. The procedure was completed with a similar device. There were no reports of patient harm.